Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient cut the pd catheter and solution bag with an unclean hemostat. The peritonitis was manifested by abdominal pain and fever. The patient was diagnosed with peritonitis during a hospitalization that occurred at the end of the previous month for an unrelated indication. Treatment for the unrelated indication was not reported. On unreported date(s), the patient was treated with vancomycin intravenously (IV) (dosage, frequency, and duration not reported), gentamicin IV (dosage, frequency, and duration not reported), and ancef IV (dosage, frequency, and duration not reported) for the peritonitis event. The patient was recovered from the peritonitis event. After 13 days of hospitalization, the patient was discharged. On an unreported date, the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.